Event description:
In 2003 a patient, with myelodysplastic syndrome and neutropenia received two red cell units without incident. At approximately 18:10 patient received a platelet pheresis product. The patient became symptomatic around 18:25 with symptoms of chills and fever (99.6 to 102.5 degrees f). At 18:45 a fall in blood pressure was noted from pre-transfusion level of 159/70 to 104/49. The transfusion was discontinued at about 150cc, the patient's pulse rate increased from 73 to 129; respiratory rate increased and the patient appeared visibly short of breath. The patient was transferred to the ccu and given fortaz at about 22:30. The blood pressure continued to fall to 75/35 and the urine output slowed or completely stopped. The patient arrested, and expired at 1:40. The coroner in another state declined an autopsy. The medical director of the collection center reported that the patient expired due to a transfusion of a product collected at their facility, and that the organism the hospital isolated was found to be a cat related bacteria. The collection center follow-up with the donor revealed that patient had sustained a bite on their right hand from a feral cat who was newly introduced into the household. The donor treated their finger with peroxide prior to leaving for the donation. The bite occurred at 09:00 the morning of their donation with their donation beginning at 10:43. The donor stated that their injured finger became swollen, however patient denied fever, adenopathy, or redness in their hand or arm. The next morning their finger was much improved. The donor was advised to get a tetanus shot and an evaluation for a rabies series.